Event description:
It was reported that during a changeout procedure, the right atrial (ra) lead exhibited high impedance when hooked up to the new device. Lead inspection showed the wire to be fractured at the suture sleeve. Oversensing and noise were also noted on the electrogram. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).